Event description:
It was reported by the customer that the pyxis medstation es system station drawer 4.1 device not connected to bus. A customer indicated that there was a delay in dispensing medication to a patient, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 4.1 device not connected to bus. A field service engineer conducted an inspection of the station and identified that certain components were missing. The engineer replaced the drawer as a result of ongoing problems. The system functioned as intended after field service engineer troubleshooted the device.